Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, a dissection occurred. The target lesion was located in the mid left anterior descending (mid lad) artery with 90% stenosis, a length of 12.0 mm and reference vessel diameter of 2.75 mm. The physician treated the target lesion physician with pre-dilatation and placement of a 2.75 x 24 mm taxus express2 study stent. A dissection occurred. Two taxus express stents (2.5 x 16 mm and 2.5 x 8 mm) were implanted as bailout stents with 0% residual stenosis. Core lab report from the index procedure notes "small f" dissections at the proximal and distal edges of the 2.75x24mm taxus express2 stent were covered with two additional stents of unknown type. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.